Event description:
It was reported that during the knee replacement surgery, repeatedly failed to install insert. The procedure finished with a smith and nephew backup device. Unknown if occurred a surgical delay and when the incident occurred. Patient injuries were not reported.

Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device has multiple gouges and scratches on the mating surfaces preventing the device from performing as designed. The device was manufactured in 2019 and shows signs of extensive use. A review of complaint history did not reveal additional complaints for the listed item. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.